Event description:
It was reported that during an implant procedure, the helix was slightly extended when the lead was removed from the packaging. It was also reported that the helix could not be retracted even after it was fully extended. A different lead was used to complete the procedure. After the procedure, the helix was finally retracted and there was a feeling that some 'resistance' was overcome and the helix then extended and retracted normally. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.